Event description:
The physician was placing a genesis stent into the left renal artery. As the stent was entering the left renal artery, the ostium stent deployed. The stent deployed partially in the aorta and partially in the ostium of the left renal artery. The physician successfully snared the stent and removed it.